Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory associated with this complaint was returned to intuitive surgical, inc. (Isi) and evaluated. Failure analysis investigation revealed deep scratches measuring 0.030 - 0.046 with no material missing between the midpoint and tip of the mcs tip cover accessory. The known common cause of this failure is misuse/mishandling. No other damage was found on the mcs tip cover accessory. Based on the current information provided, this complaint will remain reportable due to the following conclusion: after undergoing a da vinci-assisted surgical procedure, the mcs tip cover accessory allegedly fell inside the patient and was retained. The mcs tip cover accessory was reportedly retrieved during an unrelated surgical procedure a year later. However, at this time, the cause as to why the mcs tip cover accessory was retained by the patient is still unknown. There is also no indication that a malfunction of the mcs tip cover accessory occurred.

Manufacturer narrative:
The instrument accessory has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. Isi is attempting to obtain additional information concerning the reported event from the site's risk management department; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if the instrument accessory is returned (post-failure analysis evaluation) or if additional information is received. Intuitive surgical, inc. (Isi) has reviewed the site's system logs with a procedure date of (B)(6) 2014. No related system errors were found to have occurred during the surgical procedure. The system logs reveal that the mcs instrument used during da vinci-assisted surgical procedure was used in subsequent da vinci-assisted surgical procedures without any reported issues. In addition, there have been no reported issues from the site involving mcs tip cover accessories since the event date of (B)(6) 2014. Based on the information provided, this complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted surgical procedure, a mcs tip cover accessory allegedly fell inside the patient and was retained. The mcs tip cover accessory was reportedly retrieved during an unrelated surgical procedure a year later. However, at this time, the cause as to why the mcs tip cover accessory was retained by the patient is unknown.

Event description:
It was reported that after completion of a da vinci-assisted surgical procedure performed on (B)(6) 2014, a CT-scan performed on (B)(6) 2015 revealed that the patient had retained a monopolar curved scissors (mcs) tip cover accessory. The CT-scan was performed in preparation for a scheduled colostomy take down procedure. The mcs tip cover accessory was retrieved that same day ((B)(6) 2015) during the colostomy take down procedure. The site's risk management department reportedly informed the an isi representative of the reported event. On (B)(6) 2016, intuitive surgical, inc. (Isi) contacted the site's risk management department and obtained the following information regarding the reported event: the patient underwent a da vinci-assisted total proctocolectomy with ileal pouch anal anastomosis, diverting loop ileostomy on (B)(6) 2014, not (B)(6) 2014 as initially reported. Based on the operative report, there is no documentation that the surgical staff encountered any issues with the robotic equipment. There were no reports that a malfunction of a da vinci system, instrument, or accessory occurred during the surgical procedure. There were no reported instrument collisions. The risk manager did not know if lubricant was applied to the mcs instrument prior to use. Per the operative report, the da vinci surgical system was undocked and redocked to the patient at one point in order for the surgeon to access a different part of the patient's colon. The surgical procedure was completed with no reported intra-operative complications.